Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer had an issue with a gauze sponge. The customer states the tops on the containers are not peeling off completely and the sponges are tearing apart while being used in the or. When the raytec was rubbed together it was like a small snow shower / also the weave was very very loose

Manufacturer narrative:
Submit date: 09/21/2016. The device history record (DHR) for lot 15h124962x indicates that there were no defects found in 96 retain samples inspected from the lot. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. The potential root cause for linting is that when the gauze is slit into assigned widths the blades create short fibers. A vacuum system connected to the slitting process should pull the fibers from the slits. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, a visual inspection for contamination is performed during each inspection. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action (CAPA) was opened to address the issue off linting and short fibers and is currently in open investigation phase. The corrective action plan for this CAPA is to: a. Develop a process to measure the amount of short fibers per sponge. B. Install a system to signify if the vacuum is working on the tenter and is at the on position. C. Increase the amount of suction on the tenter vacuums. D. Create a system to make sure all knife assemblies in process described are aligned properly before the cutting process. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.